Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device did not work was not confirmed. However, during evaluation it was observed that the unit failed cannulation and ran in the off position. It was also noted that the electric motor¿s contacts were corroded and an unknown liquid was found inside the gear box. It was determined that the assignable root cause of these conditions were due to component wear from normal use over time; and improper cleaning and improper maintenance, which are user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the battery reamer drill device did not work. During in-house engineering evaluation it was found that the unit failed cannulation and ran in the off position. It was also noted that the electric motor¿s contacts were corroded and an unknown liquid was found inside the gear box. It was noted that there was no delay in the scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.